Event description:
It was reported to philips that the system had a fluoroscopy failure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at time of event occurrence. The philips field service engineer (fse) inspected the system on-site and analysed the system log file. The analysis identified fluoroscopy fail retry message error. Upon troubleshooting, the fse identified that the wired foot switch was wet inside. The foot switch was disconnected and cleaned with alcohol and wipes but ultimately replaced and returned to philips for further analysis. The analysis identified a loose bracket and the absence of all four anti-slip rubbers. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes have been updated based on the investigation's outcome.